Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, on (B)(6) 2015, the customer had high blood glucose of 600 mg/dl. This was the last blood glucose reading when the insulin pump was taken off on (B)(6) 2015, about 10 pm. The caller stated that the customer passed away on (B)(6) 2015, in a group home, where she lived since (B)(6) 2014. The cause of death was colon cancer. The customer's blood glucose, at the time of death, was unknown. The insulin pump was disconnected on (B)(6) 2015, two days prior to passing, due to illness and because the customer chose not to wear the device any more. The customer was not using sensors. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. The caller noted that she gave the insulin pump to the doctor's office, for training purposes of the new customers.